Event description:
It was reported that the drill was leaking fluid. This was discovered in central processing. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and the complaint could not be duplicated. The device was returned to the account.